Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with an unidentified guide wire. The balloon was loosely folded with blood in the balloon and lumen. The tip, inner shaft and outer shaft were microscopically inspected. Inspection revealed shaft damage (stretched and perforation by the hypotube through outer) that starts at the proximal end of the port/exit notch and ends 105cm from the strain relief. The inner diameter (ID) of the wire lumen was measured at both ends which is within specification. The returned guidewire was loaded into the tip of the device and advanced through the inner lumen, without issue. While there was no issue with the returned guidewire during functional testing, it was noted that there were several small blood clots inside the lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-sep-2016. It was reported that catheter difficulty tracking over wire and shaft damage occurred. The target lesion was located in the upper arm. Upon insertion of a 8.0mmx40mmx135cm sterling¿ balloon catheter over the guide wire into the patient, the balloon failed to track over the guide wire. Upon removal, the balloon stretched. The balloon and guide wire were removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed shaft perforation.